Event description:
A physician was doing an endoscopic endometrial ablation procedure using a resectoscope roller electrode. The pt reportedly "jumped" during the case. When user facility personnel examined the roller electrode, it was found to have some coating (insulation) missing or cracked on the branches. No pt problems were reported.